Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced progression of parkinson's disease symptoms over the past two months, with a sudden downturn in symptoms occurring within 24 hours or overnight. There were concerns that the device may not be functioning at an optimal level, as the device battery was frequently low, the device was observed in a discharge state, and there was an inability to fully recharge the device, with the battery typically reaching only 50% and occasionally 75% after extended charging sessions. There was also concern about the device potentially turning off if the battery became too low multiple times. Recharging best practice information was reviewed, and the patient was redirected to their doctor for further evaluation. Overdischarge information was also reviewed, and the option to discuss obtaining a smart programmer to monitor recharging efficiency was provided.